Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: isthmic spondylolisthesis grade ii, l5-s1, with mechanical back pain and radiculopathy. Patient underwent the following procedures: posterior spinal fusion l5-s1, posterior spinal instrumentation, l5-s1. Transforaminal lumbar interbody fusion through right sided approach, l5-s1. Interbody instrumentation using cage, l5-s1. Autologous bone grafting augmented with rhbmp-2. As per-op notes: screw insertion was done at l5 and s1 levels. The screws used were 6.5 mm x 40 mm leas screws at l5 and 6.5 mm x 35 mm lead screws at s1. Spinal canal was inspected for bone debris. This area was then covered with gelfoam layer. Autologous local bone was placed. Copious amounts were spread in transverse processes of l5 and s1 bilaterally and augmented with rhbmp-2. No patient complications were reported.

Event description:
It was reported that the patient underwent a posterolateral fusion at l5-s1 using rhbmp-2/acs combined with autologous local bone, placed inside of a novell cage. Following the surgery, the patient developed significantly intensified back and leg pain. Consequently, the patient underwent additional imaging. A CT dated (B)(6) 2012 demonstrated that the patient had developed osteophytes protruding from l5-s1 as well as a loss of disc height at l5-s1. As a result, the patient required an additional surgery to revise the right sided l5-s1 laminectomy and foraminotomy on (B)(6) 2012. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.